Event description:
It was reported that this pacemaker system exhibited oversensed noise which resulted in inappropriate atrial tachy response (atr) in the right atrial (ra) lead. Technical services (ts) was contacted and reviewed the available data. It was stated that the physician would follow up to trouble shoot. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.